Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Event description:
On 28 july 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy which led to an early sensor removal.

Manufacturer narrative:
On (B)(6) 2025, the user informed senseonics that the system showed results that were different from glucometer measurements. A review of the raw sensor data analysis showed optical instability around the timeframe of the reported inaccuracies, and a sensor replacement was approved due to system performance, with the sensor requested for further investigation. However, the sensor was not returned to senseonics by the closure of this complaint, as the user continued using the sensor after the system stabilized and expressed a preference to keep the current sensor without replacement. A review of the dms data indicated that the instability recovered, and recent sensor glucose data following the complaint showed good agreement between sg and bg values, indicating that the system had stabilized and was performing within expectations. B4.date of this report 26 oct 2025. G3.date received by the manufacturer? 26 oct 2025. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.